Event description:
Device malfunction: failure to deploy locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after a diagnostic procedure. Reportedly, the locator wings were deployed and splitting of the sheath was initiated. When retracting the device, a click was heard and the clip was thought to have fired. Once the device was removed from the patient anatomy, it was noticed that the locator wings had not deployed and the clip had not fired. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.